Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement. It is unknown if there are plans to perform surgery to reposition the magnet as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, surgery to replace the magnet has been completed on (B)(6) 2015. This report is file on august 14, 2015. Implanted device remains.